Manufacturer narrative:
Reported event: an event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment:1/18/21 x-ray ap and lat. Left knee: cemented left tka reduced, nominal with intra-articular wire ((approx. 4 cm) in midline on posterior 1/3 of tibial insert.no clinical or pmh, no operative reports, no lab or bacteriology reports, no examination of explanted components. While the x-rays appear to confirm the presence of a loose wire in the tka, confirmation of the infection or preparation of a medical report is not possible based upon the information supplied. -product history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.    Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
Revision surgery was done due to infection. Locking wire seemed to be left in patient, and it was found on x-ray. It has not been sure if this locking wire is stryker's.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery was done due to infection. Locking wire seemed to be left in patient, and it was found on x-ray. It has not been sure if this locking wire is stryker's.